Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the adjusting mode button was broken off inside the epg. It was noted that the upper case was broken, menu dial was pushed into the device and one knob was missing. It was noted that the hanger assembly was cracked, device had backlight issue; connector on main printed circuit board (pcb), capacitor on main printed circuit board (pcb) was broken, lower case was broken and display wires were pinched wire exposed. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the adjusting mode 'button' of the external pulse generator (epg) had broken off inside the epg. There was no patient involvement.